Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot (B)(4), ubd: 17-aug-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient indicated that the physician explanted the ins but left the lead in. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the lead was left in the patient because that is what the surgeon usually did. No further complications were reported.